Event description:
It was reported that this event occurred in the ICU. During insertion, the user failed to advance the swg through the ars, and found that the swg had kinked. As a result, a new kit was opened and used successfully. There was a delay reported, however, there was no harm, complications, death, or injury reported as a result of this occurrence.

Manufacturer narrative:
(B)(4).